Event description:
It was reported by service report that the gas fowler cylinder was leaking and unable to hold position under weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.